Event description:
It was reported that during an afib procedure that the distal electrode of the lasso catheter was partially lifted from the tip. The issue was noticed because there was resistance in retrieving the catheter out from the sheath. This issue was not visible under fluoroscopy. The catheter was retrieved and examined when it was noted that the distal electrodes was out of place. Nothing was left inside the patient. The catheter was replaced to continue with the procedure. The type and size of the sheath used in conjunction with this procedure was stated to be probably non-bwi sheath (sl0 8 fr from st. Jude). There was no patient injury reported. At the time this complaint was reported, it was reviewed that the catheter damage was considered not reportable since the damaged ring electrode was most likely within the sheath during the withdrawal of the catheter. As mentioned, this type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on june 28, 2012, marking this date as the alert date for this report.

Manufacturer narrative:
Upon receipt, the catheter was visually inspected and it was found that electrode ring #1 was lifted however not detached and had some white particle underneath it. In addition it was also noted that the spine cover and rings # 5 and 6 were squashed, the pu margins on these rings were within specification. It is unknown how the ring was damaged and the origin of the foreign material. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue. In the initial 3500a report # 9673241-2012-00151, it was stated that due to the quantity/ mass size of the foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. To be more specific the foreign material observed on this lasso catheter was not identified. (B)(4).

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on june 28, 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted electrode ring #1 was lifted and folded over on itself leaving the lead wire exposed and ring sharp. Underneath electrode ring # 1, there was a white foreign material caught on it, which was not reported in the original complaint. A large wrinkle on spine cover (proximal side) of electrode ring #20 was noted. The spine cover of rings #5 and 6 were squashed but pu margins were still intact. The catheter was observed to have marks implying excessive force was applied. Due to the quantity/ mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaint condition was confirmed. However, the root cause of the damaged ring and the foreign material caught on underneath it is still being investigated.